Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. A visual inspection reported no defects. The functional evaluation found no fault, the device performed within expected parameters. We are unable to establish a relationship between the reported event and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances. Our clinical assessment concluded: per report, although therapy was interrupted, ¿there was no consequences for the patient.¿ it was also communicated that the treatment is being completed successfully with another console. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The risk management file has been reviewed which contains multiple failure modes which could lead to a failure to deliver negative pressure. These all lead to a harm of delayed wound healing. Without further information as to the cause of the failure, a more precise failure mode cannot be assigned. The IFU for renasys has been reviewed which contains adequate instruction on the operation and use of the device, the user is advised to consult these in relation to the event reported. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the console changes the vacuum alone and automatically switches to -200 regularly. This incident occurred several times between june 9th and june 12th. The console does go into depression but at one point and independently, it switches to -200. The sales rep checked the console and no symptoms were noted but the test was done on about 5 minutes of use. The history of therapy was checked. The console was well programmed in continuous mode and not intermittent (which could have explained the change in depression). This incident resulted in several trips of the nurses to the patient's home and an interruption of therapy. There was no delay in the treatment. The console was changed immediately and there was no consequences for the patient. The treatment has been completed successfully with another console which is still in use. No patient harm reported.